Event description:
It was reported that in the radiology department, the patient complained of pain during the insertion of the spring wire guide (swg) via the basilic vein. On the removal of the swg a "burr" was noted on the tip. There were no patient injuries or complications. The patient's outcome is fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.